Event description:
It was reported the pt no longer had stimulation, and the ipg had not been working for months. F/u identified the physician replaced the ipg. It was reported the facility discarded the explanted ipg.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.